Event description:
It was reported that the customer was unable to see insulin come out the end of the tubing and cartridge pigtail multiple times. The customer would change out the cartridge and infusion set each time. Ther was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.